Event description:
Litigation papers allege:in (B)(6) 2008, patient was implanted with a depuy asr hip implant. As a result of excrutiating pain, multiple dislocations of the newly implanted hip system, and the inability to walk, in (B)(6) 2011, patient was revised.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2008, patient was implanted with a depuy asr hip implant. As a result of excruciating pain, multiple dislocations of the newly implanted hip system, and the inability to walk, in (B)(6) 2011, patient was revised. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information, implant date, explant date, and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.